Manufacturer narrative:
The reported event of device deployment deformation could not be confirmed. The investigation confirmed the device met all functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 12 mm amplatzer muscular vsd occluder was selected for implant. During device implant using an amplatzer torqvue 180 delivery system, the device deployed deformed inside the ventricle. The user attempted to recapture the device into the delivery system, however, the waist of the disc presented high resistance, and it was not possible to recapture the device. The device was removed from the patient using a vascular snare. Another amplatzer vsd occluder (lot number: 4946756) was implanted with another amplatzer torqvue 180 delivery system (lot number: 5314097), and the procedure was completed. The patient is reported to be stable.